Manufacturer narrative:
It was reported that patient experienced dyspareunia, increase urinary incontinence and vaginal prolapse post implantation. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and urinary tract infect ion. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to expose vaginal mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.